Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a live call notification was attempted to the patients clinic after receiving an alert notification. The notification was that the patient's right atrial (ra) lead and right ventricular (rv) lead had triggered warnings for impedance out of range/low. Impedance was showing as "zero." Impedances are now back in range. Follow up was conducted and no reprogramming or intervention was done at this time. Both leads remain in use. No patient complications have been reported as a result of this event.